Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer cleaned the sipper lines (ch1 & 2), removed and cleaned the sampling unit, and replaced the sampling nozzle and sample tube. He conducted evaluation tests before and after the service actions and confirmed that there were no issues with reproducibility. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys pth results for three patient samples from the cobas e 801 module. Data was only provided for one patient sample. The initial result was 10 pg/ml, and the repeat result was about 100 pg/ml. The repeat result was believed to be correct as it agreed with the previous result for the patient.